Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak foreign matter. It was reported by customer that ls-24-7036, item number - 309702. Long dark strand found during visula inspection. Soft,shiny,pliable,black,rubber-like particle. Verbatim: rcc received a complaint via email. Email(s) attached. Ls-24-7036, item number - 309702. Long dark strand found during visula inspection. Soft,shiny,pliable,black,rubber-like particle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.